Manufacturer narrative:
Procedure ran as expected without complications. A field service engineer was dispatched and inspected the pcs2 machine and checked all calibrations and verified operation of the machine. No issues found. Unit meets manufacturer specifications. Waiting for toxicology results on autopsy report.

Event description:
On (B)(6) 2020, customer informed haemonetics of a patient fatality following a successful plasmapheresis procedure on a pcs2 plasma collection system. The donor left in good health follow the completion of the donation procedure. No medical interventions were necessary. On a follow up call from the facility on (B)(6) /2020 they were informed, by the mother, that the donor had died the next day.